Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 02/05/2019 and placed into service on 10/16/2019 with battery pack serial number (B)(6). The cause for the battery depletion could not be determined based on the analysis of the log files alone. The AED nor battery pack have been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their AED battery is depleted but hasn't reached the expiry date yet. They did not report that this event occurred during patient use.